Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had damage on the ultrasonic probe and acoustic lens, and the adhesive around the objective lens was peeled. The acoustic lens was also found detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.